Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor's response buttons were intermittent. The cause for the failure was isolated to damaged response button switches. The root cause for the defective response button switches could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While investigating monitor sn (B)(4) for an unrelated issue, a reportable problem was discovered. The response buttons were intermittent.